Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 27-oct-2017 a field service engineer (fse) confirmed the 706 syringe-l error on the g8 instrument. The fse replaced the sample needle syringe and injection valve. The fse performed precision, ran calibration and quality controls; all passed. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-sep-2016 through 26-oct-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6, troubleshooting, indicates that 706 syringe-l error message is generated when an operation occurs with the syringe-l. The operator is instructed to inspect the syringe-l. Chapter 5, maintenance procedures, step 5.10, provides step-by-step instruction on the sample needle assembly replacement. The most probable cause of the reported issue was due to defective sample needle syringe and injection valve.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message while patient samples with the g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On 09-nov-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.